Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to fluid loss. The existing device was removed and replaced with a new ipp. No additional information was reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams 700 flat reservoir was visually inspected and functionally tested. There was a leak in the reservoir shell that was the result of fatigue at the corner of a fold; a hole was present. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found, and the pump performed within specification. The ams 700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at the fold in cylinder body; no leaks were found in cylinder 1. Cylinder 2 had a hole in the outer tube due to input tube wear with avulsion in the proximal cylinder body but passed leak testing as there was no damage to the inner tube. A fold was observed in cylinder 2 indicating possible buckling in the proximal cylinder body. The kink resistant tubing (krt) was worn to the filament, but no leak was found. A review of the ams 700 hazard analysis indicated that the as reported events of this complaint do not represent a new hazardous situation. Product analysis confirmed the reported event.

Event description:
It was reported that an inflatable penile prosthesis (ipp) device was explanted due to fluid loss.